Event description:
It was reported that approx 3 weeks post deployment of a vascular stent in the sfa for chronic total occlusion, a f/u angiogram demonstrated the vascular stent to have fractured at the proximal portion of the stent. A covered vascular stent was deployed within the fractured stent to create a patent sfa with good blood flow. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the spec prior to shipment. No add'l complaint has been previously reported for this lot number. Based on the eval performed it is confirmed that two stents were placed in overlapping technique and that one stent did fracture adjacent to the overlapping zone. Potential product and non product related factors which may have contributed to the reported issue have been considered. E.g. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre and/or post dilatation, highly calcified vessel, pt condition or the vessel anatomy may result into an irregular placement of the stent and a subsequent stent fracture. In this case the vessel was reported as tortuous and calcified. There was no report of balloon dilation. Based on the info available a definite root cause for the event reported could not be determined. The IFU states: 'cases of fracture have been returned in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture'. Furthermore the IFU states: 'predilation of the lesion should be performed using standard techniques' and 'post stent expansion with a pta catheter in recommended'.